Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting both an is-1 and df-4 lead into the header of this device. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently implanted, and the physician made the complaint that the device header does not accommodate the leads properly (a model 0673 and a model 4470 lead). Per the physician, regardless of the model of the boston scientific leads, the leads do not fit in the device header without a significant amount of force. The ICD system was successfully implanted nonetheless and remains in service. No adverse patient effects were reported.